Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a mistreatment because a incorrect patient was selected in mosaiq.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the related information. According to the logs, the customer exited a treatment verification without delivery due to "accelerator not able to accept setup commands!" Error. The customer restarted mosaiq. After restarting mosaiq, a wrong patient was selected and the customer attempted to correct this prior to treatment. Mosaiq did not change to the correct patient which the customer was not aware of and mistakenly delivered a field intended for one patient to another patient. The intended daily dose for the patient who was mistreated was 2 gy. The total number of fractions and total dose were intended to be 35 and 70 gy, respectively. The mistakenly treated field was also intended to deliver 2 gy. Although this dose is calculated to a different patient geometry, it is conservatively estimated that the daily dose error is not more than 2gy. Thus, the largest dose error is estimated to be 2 gy/70gy or ~2.8%. Elekta physics assessed the error to be insignificant. The issue could not be reproduced, and cause could not be determined. Diagnostic utility record (dur) have been installed at multiple sites to monitor for repeat occurrences of this issue, however there have been no recurrence for elekta to investigate in over 11months. Elekta will continue to monitor, however, no further information can be provided about the root cause of this issue.

Event description:
The customer reported a mistreatment because a incorrect patient was selected in mosaiq.

Manufacturer narrative:
Section d3 address updated. Section h6 updated. Section h10 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to the logs, the customer exited a treatment verification without delivery due to "accelerator not able to accept setup commands" error. The customer restarted mosaiq. After restarting mosaiq, a wrong patient was selected and the customer attempted to correct this prior to treatment. Mosaiq did not change to the correct patient which the customer was not aware of and mistakenly delivered a field intended for one patient to another patient. The intended daily dose for the patient who was mistreated was 2 gy. The total number of fractions and total dose were intended to be 35 and 70 gy, respectively. The mistakenly treated field was also intended to deliver 2 gy. Although this dose is calculated to a different patient geometry, it is conservatively estimated that the daily dose error is not more than 2gy. Thus, the largest dose error is estimated to be 2 gy/70gy or ~2.8%. Elekta physics assessed the error to be insignificant. The issue could not be reproduced, and cause could not be determined. Diagnostic utility record (dur) have been installed at multiple sites to monitor for repeat occurrences of this issue, however there have been no recurrence for elekta to investigate in over 11months. Elekta will continue to monitor, however, no further information can be provided about the root cause of this issue. On 22 march 2022, adding the following information to this section: following the final report which was submitted on 22 december 2023, elekta has established the root cause. The issue was determined to be a defect within mosaiq as well as use error, however the defect was determined not to be a risk. The defect occurs when the user opens the patient chart from a scheduling window which helps the user to select the intended chart. The user will need to left click on the mouse to highlight the correct appointment and then right click the mouse to open the correct patient chart. If this action is done too fast by the user, the new chart might not open as expected because the application has not finished processing the highlighted appointment before it starts to process the "open chart" process. The root cause would be a potential delay in the left mouse click process finishing before the right mouse click picks up the actual highlighted appointment. Opening a chart from a scheduling window is not confirmation that the correct patient chart is being used. The passive and configurable displays in mosaiq can be used to verify patient's identity: 1. Passive. The patient's name and patient ID are displayed at the top of the treatment chart and on every screen throughout mosaiq. 2. Configurable a photo of the patient can be displayed whenever the patient's chart is opened as well as in site setup verification on the "setup" tab in the photo/diagram section. Patient verification for conventional radiation treatment can be implemented. Patient verification can be implemented using external systems via a patient verification interface e.g. Fingerprint and facial recognition. In addition, there are routine checks done by the therapist in the clinic to verify the patient's identity (other than using barcodes). 1. Asking the patient their name. 2. Asking the patient their date of birth. 3. Asking the patient what procedure they are scheduled for. 4. Verifying that all the patient information provided by the patient matches the information displayed in the mosaiq screen displays and treatment schedule. The display of the wrong patient chart on its own would not result in patient harm and is not a risk. However for this case, the user asserted an association between opening a wrong chart with proceeding to treat a wrong chart thus they did not follow the steps above which led to patient mistreatment. This is use error. The defect will be fixed in a future release version 3.2.3.0.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to the logs, the customer exited a treatment verification without delivery due to "accelerator not able to accept setup commands!" Error. The customer restarted mosaiq. After restarting mosaiq, a wrong patient was selected and the customer attempted to correct this prior to treatment. Mosaiq did not change to the correct patient which the customer was not aware of and mistakenly delivered a field intended for one patient to another patient. The intended daily dose for the patient who was mistreated was 2 gy. The total number of fractions and total dose were intended to be 35 and 70 gy, respectively. The mistakenly treated field was also intended to deliver 2 gy. Although this dose is calculated to a different patient geometry, it is conservatively estimated that the daily dose error is not more than 2gy. Thus, the largest dose error is estimated to be 2 gy/70gy or ~2.8%. Elekta physics assessed the error to be insignificant. The issue could not be reproduced, and cause could not be determined. Diagnostic utility record (dur) have been installed at multiple sites to monitor for repeat occurrences of this issue, however there have been no recurrence for elekta to investigate in over 11months. Elekta will continue to monitor, however, no further information can be provided about the root cause of this issue. 22 march 2022, adding the following information to this section: following the final report which was submitted on 22 december 2023, elekta have established the root cause. The issue was determined to be a defect within mosaiq as well as use error, however the defect was determined not to be a risk. The defect occurs when the user opens the patient chart from a scheduling window which helps the user to select the intended chart. The user will need to left click on the mouse to highlight the correct appointment and then right click the mouse to open the correct patient chart. If this action is done too fast by the user, the new chart might not open as expected because the application has not finished processing the highlighted appointment before it starts to process the "open chart" process. The root cause would be a potential delay in the left mouse click process finishing before the right mouse click picks up the actual highlighted appointment. Opening a chart from a scheduling window is not confirmation that the correct patient chart is being used. The passive and configurable displays in mosaiq can be used to verify patient's identity: 1. Passive. The patient's name and patient ID are displayed at the top of the treatment chart and on every screen throughout mosaiq. 2. Configurable. A photo of the patient can be displayed whenever the patient's chart is opened as well as in site setup verification on the "setup" tab in the photo/diagram section. Patient verification for conventional radiation treatment can be implemented. Patient verification can be implemented using external systems via a patient verification interface e.g. Fingerprint and facial recognition. In addition, there are routine checks done by the therapist in the clinic to verify the patient's identity (other than using barcodes). 1. Asking the patient their name. 2. Asking the patient their date of birth. 3. Asking the patient what procedure they are scheduled for. 4. Verifying that all the patient information provided by the patient matches the information displayed in the mosaiq screen displays and treatment schedule. The display of the wrong patient chart on its own would not result in patient harm and is not a risk. However for this case, the user asserted an association between opening a wrong chart with proceeding to treat a wrong chart thus they did not follow the steps above which led to patient mistreatment. This is use error. On 21/05/2024, due to administrative error "the defect will be fixed in a future release version 3.2.3.0" was previously written in this section. Please disregard this statement.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to the logs, the customer exited a treatment verification without delivery due to "accelerator not able to accept setup commands!" Error. The customer restarted mosaiq. After restarting mosaiq, a wrong patient was selected and the customer attempted to correct this prior to treatment. Mosaiq did not change to the correct patient which the customer was not aware of and mistakenly delivered a field intended for one patient to another patient. The intended daily dose for the patient who was mistreated was 2 gy. The total number of fractions and total dose were intended to be 35 and 70 gy, respectively. The mistakenly treated field was also intended to deliver 2 gy. Although this dose is calculated to a different patient geometry, it is conservatively estimated that the daily dose error is not more than 2gy. Thus, the largest dose error is estimated to be 2 gy/70gy or ~2.8%. Elekta physics assessed the error to be insignificant. The issue could not be reproduced, and cause could not be determined. Diagnostic utility record (dur) have been installed at multiple sites to monitor for repeat occurrences of this issue, however there have been no recurrence for elekta to investigate in over 11months. Elekta will continue to monitor, however, no further information can be provided about the root cause of this issue. 22 march 2022, adding the following information to this section: following the final report which was submitted on 22 december 2023, elekta have established the root cause. The issue was determined to be a defect within mosaiq as well as use error, however the defect was determined not to be a risk. The defect occurs when the user opens the patient chart from a scheduling window which helps the user to select the intended chart. The user will need to left click on the mouse to highlight the correct appointment and then right click the mouse to open the correct patient chart. If this action is done too fast by the user, the new chart might not open as expected because the application has not finished processing the highlighted appointment before it starts to process the "open chart" process. The root cause would be a potential delay in the left mouse click process finishing before the right mouse click picks up the actual highlighted appointment. Opening a chart from a scheduling window is not confirmation that the correct patient chart is being used. The passive and configurable displays in mosaiq can be used to verify patient's identity: 1. Passive · the patient's name and patient ID are displayed at the top of the treatment chart and on every screen throughout mosaiq. 2. Configurable · a photo of the patient can be displayed whenever the patient's chart is opened as well as in site setup verification on the "setup" tab in the photo/diagram section. · patient verification for conventional radiation treatment can be implemented. · patient verification can be implemented using external systems via a patient verification interface e.g. Fingerprint and facial recognition. In addition, there are routine checks done by the therapist in the clinic to verify the patient's identity (other than using barcodes). 1. Asking the patient their name. 2. Asking the patient their date of birth. 3. Asking the patient what procedure they are scheduled for. 4. Verifying that all the patient information provided by the patient matches the information displayed in the mosaiq screen displays and treatment schedule. The display of the wrong patient chart on its own would not result in patient harm and is not a risk. However for this case, the user asserted an association between opening a wrong chart with proceeding to treat a wrong chart thus they did not follow the steps above which led to patient mistreatment. This is use error. 24/05/2024 due to administrative error "the defect will be fixed in a future release version 3.2.3.0" was previously written in this section. Please disregard this statement.